Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 360 mg/dl after the pump ran out of insulin while the user was sleeping, and the user required assistance to conduct a supply change; troubleshooting and education were provided. Investigation included case documentation and review of the reported event details. Investigation of this case revealed user supply depletion of insulin leading to hyperglycemia, with the device reported as out of drug and functioning as designed once supplies were replaced. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution following supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.